Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was created as (B)(4). The service log review revealed a delivery failure alarm due to main supply voltage out of tolerance (valid range: 2435 to 4075 counts)(actual value: 2434 counts) followed by a low battery alarm. This is an error as the low battery alarm should alert the user prior to the delivery failure alarm. A full functional test was performed and the device operated according to specifications so it was returned to the field. The root cause for this report was smart battery fuel gauge drift. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2014-00002).

Event description:
On 04- apr-2017, an issue with inomax dsir (B)(4) was reported to mallinckrodt pharmaceuticals, unrelated to the reportable malfunction. The device was not in use on a patient at the time of the event. There was no impact or harm to the patient reported during the time of the reported complaint. On (B)(6) 2017, a mallinckrodt internal employee discovered a delivery failure alarm due to main supply voltage out of tolerance followed by a low battery alarm during routine service log review for inomax dsir (B)(4). This match was found during routine review of preventative maintenance service logs. This is being reported as it is considered a reportable malfunction.